Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on april 28, 2015. A second follow-up will be submitted upon completion of the investigation and /or submission of a new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems. The complaint sample was visually inspected upon receipt, finding no anomalies such as cracks or crazing on the welds. The sample was set up on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg and ran for 3 hours. The unit did not leak during the test. Although there were no anomalies noted during the inspection of this device, the complaint was confirmed as the affected lot is associated with a recall. The root cause of the affected parts also associated with this recall is the contact of dehp compound residue on the x-coated separator of the pump. The separator ame into contact with the dehp when it was dipped into the incorrect tank during manufacture.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
Due to previously reported complaints to terumo cardiovascular systems corporation involving reported leaks from the same product code and lot number, the user chose to return this device at their own discretion. The device was not used during a procedure so there was no patient involvement. The other events were reported on MFR report #1124841-2015-00092 and #1124841-2015-00093.